Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio: 2.3; lab: 4.9. On 04/03 pt had fingerstick on the meter inr 2.3; he went across the lab for blood work for his upcoming eye surgery and received a lab result of 4.9. Time in between is not known. Therapeutic range 2-3. Caller has done comparisons on 4 more pts that have been well within acceptable variance. A + or - 0.1-0.2 inr exact results na.

Manufacturer narrative:
Investigation pending.